Event description:
The customer contact reported the device delivered an unrequested bolus of medication. At an unspecified time, the customer contact reported the device was being cleared of unspecified alarms while being programmed. No specific programming parameters were provided. During programming, it was noted that the device delivered an unrequested bolus of an unspecified pain medication. Delivery was stopped. The device was removed from clinical service. Therapy were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical intervention were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.